Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was broken.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [ the bladder/urethra may be injured.] 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be damaged]. [Contraindications] method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon. (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver containing catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the catheter balloon was broken.